Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant: 5076-52 lead implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead had a warning for an out of range superior vena cava (svc) impedance. The lead was capped and replaced. It was additionally reported that during the procedure, a gap was noted on the coil of the replacement rv lead while under fluoroscopy. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.